Event description:
On (B)(6) 2015, a dental professional informed 3m of a patient who required endodontic treatment. This patient had a 3m espe lava cad/cam restorative for ts150 crown placed on tooth #18 on (B)(6) 2014. The endodontic treatment was performed on (B)(6) 2014. It was noted that the lava ultimate crown was placed on a tooth that had a large restoration. No other details on tooth health history, symptoms experienced or patient outcome were made available to 3m. As such, the role that the 3m product may have had in the reported endodontic event is unclear.